Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure/hyperglycemia or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 22 mmol/l (396 mg/dl). The pod was worn less than an hour. It was noted that the needle deployed late. No information was provided on how the hyperglycemia was treated.

Manufacturer narrative:
The pod was received with the cannula deployed. No issues were found that would result in the needle deploying late. Although no issues were noted with the needle mechanism, it could not be determined when the needle deployed. A root cause for the reported needle deploying late could not be determined.